Event description:
On (B)(6) 2022 the vascade closure device was used after a cardiac ablation. The patient (my dad) was sent home on (B)(6) 2022. Today, (B)(6) 2022 he had pain in his groin, mild confusion, leg swelling, and a hematoma. I took him to ER. According to vascular surgeon, the vessel closing device malfunctioned and resulted in bleeding. Two units of blood was transfused. Emergency surgery was performed. The affected vessel was sutures and the excess blood evacuated. The patient (my father) was then sent to ICU. FDA safety report ID# (B)(4).